Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port and battery issue was verified, but the usb cable issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged as the usb charging cable was stuck in the usb port. Additionally, it was reported that the pump's usb port was bent resulting in difficulties charging the pump and that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.